Event description:
It was reported that the patient is believed to have had an inappropriate shock. The patient will come into the clinic for a follow-up. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had additional inappropriate shocks. The patient was asleep at the time of the events. Technical services advised some testing options. The local representative checked the device, and the doctor will follow-up with the patient. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient is believed to have had an inappropriate shock. The patient will come into the clinic for a follow-up. There were no additional adverse patient effects. The system remains implanted.